Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete.

Event description:
It was reported that outside of surgery the unit was smoking. No harm or delay were reported. No adverse event was reported as it relates to this event.

Event description:
There is no additional event information available.

Manufacturer narrative:
The vacuum pump was loud and had an odor and was replaced. DHR was reviewed and no discrepancies related to the reported event were found. The device is used for treatment. Root cause: the vacuum pump is required to create suction in order for the unit to function as intended. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.